Manufacturer narrative:
Investigation summary: it was reported that a family member saw a power on reset (por) message. At a later time, the patient said they needed a new battery. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The patient was contacted to determine cause of the por message; they responded saying they needed a new battery. The manufacture representative (rep) was contacted to determine cause of the por and "needing a new battery" issue. Device return was requested, however the device was not returned at the time this investigation was completed and no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The root cause was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When the patient was asked if the cause of the power on reset (por) message was determined, they said "yes. Needed new battery" so the battery is going to be changed on (B)(6) 2018. No further patient complications have been reported as a result of this event. Additional information received reported that the patient had their device replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member reported a power on reset (por) message; meaning was reviewed. Caller saw the por message and asked if that meant the battery needed to be changed. It was review that it is not caused by the patient programmer (pp) batteries, but a low implant battery might cause it. As a result of what was reported, the caller was redirected to the healthcare provider (hcp) to clear the por and discuss what caused it. No patient symptoms were reported and no further complications have been reported as a result of this event.